Event description:
Stapler misfired. The surgeon does not know. The nurse thinks it is the way the surgeon pushed the button on the stapler. Representative is coming to re-educate. Changed staplers and proceeded with surgery.